Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received repeated failed battery alarm. The customer's blood glucose was 7.5 mg/dl. Customer reports the battery cap cracked and the replacement was given. The insulin pump will be returned for analysis.